Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-19 (B)(4) (rep, hcp): information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving dilaudid (40 mg/ml at 10 mg/day), clonidine (3000 mcg/ml at 750 mg/day), and bupivacaine (25 mg/ml at 6.256 mg/day) via an implanted pump. It was reported the patient fell previously and was admitted to the hospital on (B)(6) 2020. The patient was informed on (B)(6) 2020, they needed a new catheter and pump due to catheter exposure. Surgical intervention to assess the wound and exposed catheter were performed and physician decided to explant. The physician was intending to replace catheter and pump today due to patients catheter being exposed through a wound. Once patient was positioned on the or table, the physician determined it was unsafe to implant any new product at this time. So the replacement turned into a complete explant. A portion of the catheter remains in the intrathecal space, the physician felt it was more harm to continue searching for the catheter then to leave it. It was noted the issue was resolved.